Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service.

Event description:
It was reported that the device under infusion on preventive maintenance. There was no patient involvement.

Event description:
It was reported that the device under infusion on preventive maintenance. There was no patient involvement.

Manufacturer narrative:
A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. The reported issue was not able to be identified through log review or replicated during testing in the investigation. The external/internal inspection did not find any issues that may have been a contributing factor for the reported issue. Preventive maintenance routine performed, passed according to specifications. Rate calibration task was performed showing 1.75% error working within specifications. Bd alaris system user manual (v12.1) states do not modify this device. Modifying the device could affect the safety and efficacy of the bd alaris tm system. Do not use a device that appears to be damaged. Send the device to biomedical engineering for repair. Perform device inspections to prevent a damaged device from being returned to patient use. Use of a damaged device can result in patient harm. The devices were in use for treatment purposes as intended per 21 cfr 820.198 (d)(2). Note to repair center: device was disassembled for this investigation, change the bezel assembly and please ensure proper assembly and re-torque all screws to specifications. Dchu is not responsible for any cost associated with incidental findings. This report lists imdrf annex a, c, d, and g codes that are reportable malfunctions observed on the device during servicing. Per 803.52(f)(11)(iii) the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service.